Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with ams due to far-r oversensing via merlin.net transmission. Programming changes were made. No further information is available.